Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the lower part of the esophagus for endoscopic band ligation of esophageal varices during a gastroscopy based ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the band failed to deploy. The ligation device was used to perform a spiral ligation from the lower part of the cardia to the upper part, starting from the bottom and moving upwards. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. The operation lasted approximately 10 minutes. There were no patient complications reported as a result of this event.